Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was able to be reproduced. The medtronic representative also notified the site that they should not use an instrument if it does not verify. The instructions for use (IFU) which accompanies this device contains the following warnings regarding instrument verification: "warning: physically inspect instruments for any defects. Never attempt to use a bent or damaged instrument." And contains troubleshooting steps when instruments fail verification. The medtronic representative was able to replicate the issue and has taken the unilateral handle out of circulation. The site declined to return the unilateral handle, however, the surgeon stated that since it wouldn't be replaced it would be removed from circulation. Since the part will not be returned, no further analysis is possible. A successful system checkout was also performed.

Event description:
A medtronic representative reported during a case that the site was unable to verify the osteotome on the unilateral handle. The surgeon manipulated the part, against user instructions, and was then able to navigate successfully. There was no impact to the patient reported and a 10 minute delay in the surgery.